Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the rep called back with a healthcare provider on the line in a follow up to a previous call. Information regarding feeding tube placement, location of leads versus tube etc., were again reviewed. The healthcare provider mentioned the patient was not getting the desired benefit from the therapy, as their symptoms were the same (but not worse), and they wanted the device removed and to have a feeding tube instead. The healthcare provider added that the patient was seen in april of 2020 (by their managing healthcare provider at the time, who was currently on leave and no longer supported the patient's type of therapy), and there were no concerns with their therapy at that time. It was discussed with the caller that they would get in touch with the physician who would be placing the feeding tube to discuss next st eps moving forward.